Event description:
It was reported the pt experienced a csf leak while undergoing a lead implant procedure. The implant procedure was aborted. Reportedly the pt did not experience any adverse events from the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.